Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, when we attempted to deploy the clip, it remained connected and never fully closed on the mucosa. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.